Manufacturer narrative:
Upon additional information, this investigation will be updated.

Event description:
Boston scientific received information that this device displayed high out of range shocking impedances on the right ventricular lead. A follow up took place which revealed that the shocking impedances were currently within normal range. A save to disk and memory dump was performed and forwarded to technical services to investigate the out of range shocking impedances previously recorded. No adverse patient effects were reported. At this time the device and lead remains implanted.

Manufacturer narrative:
A review of the save to disk by technical services noted that the right ventricular pacing impedances had been stable but had started to fluctuate. In addition, there was a notable decrease in amplitudes. A review of the electrocardiograms show small noise amplitudes on the shock channel which appear normal and no oversensing is seen. Technical services further discussed the out of range shocking impedances value and noted that it is possible this is related to an 'inherent' high impedances value rather than a lead or device issue. Technical services further discussed performing a shock lead integrity test and an x-ray to determine the root cause of the observed clinical observation. Further analysis of the memory dump will be conducted by engineering to determine and errors, faults or resets. A memory dump was performed which revealed no resets on the device as well as confirming an out of range shocking impedances measurement. At this time the device and lead remain implanted.